Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited decreased r-wave signal amplitude measurements and noise that resulted in oversensing and storage of an untreated episode. Technical services (ts) discussed that the noise appeared consistent with myopotentials. Ts discussed potential troubleshooting options. Additional information was received that this electrode and s-ICD later delivered an inappropriate shock. Programming changes were made to the sensing vector and the patient was scheduled for a stress test on an unknown future date. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited decreased r-wave signal amplitude measurements and noise that resulted in oversensing and storage of an untreated episode. Technical services (ts) discussed that the noise appeared consistent with myopotentials. Ts discussed potential troubleshooting options. Additional information was received that this electrode and s-ICD later delivered an inappropriate shock. Programming changes were made to the sensing vector and the patient was scheduled for a stress test on an unknown future date. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that further review was conducted of the stored episodes. Ts discussed that the noise appeared potentially consistent with sense b artifact noise. Ts discussed potential troubleshooting and programming options. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.